Event description:
Additional information indicated that the patient had no symptoms, was receiving therapy, and was doing fine now. No additional information as available at the time of this submission.

Event description:
It was reported that the healthcare provider (hcp) injected 20ml of saline into the pump to rinse the pump reservoir. The hcp did not aspirate the saline and proceeded to inject 20ml of drug into the reservoir. The hcp then realized that she had not withdrawn the saline. The hcp had diluted the drug in the 40ml syringe and could not use it. The hcp then decided to fill the pump with saline. The pump was programmed saline at 1ml/ml at a dose of ml/day. The hcp programmed a bridge bolus to run for 35 hours 9 minutes. The device system was previously used to deliver fentanyl, bupivacaine, prialt, baclofen and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).